Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the ins and lead twisting and turning over and over was not determined. When asked for the cause of the disconnection of the lead from the ins, the hcp indicated the lead was not disconnected, it pulled off the nerve and wrapped around the ins. No further complications were reported.

Manufacturer narrative:
H6: device code c63223 does not apply to this event based on the new information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1bve6, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a really bad fall a year and a half ago and went to their healthcare provider. They did an x-ray and at that time they didn't see anything disconnected. The healthcare provider removed their ins system a month ago, (B)(6) 2019, because it ¿disconnected a wire.¿ when the system was removed, they found it had turned over and over and they couldn't untwist them it had turned so many times. When asked if the healthcare provider knew how this occurred the patient stated they didn't know but it had moved deep into their hip, but they didn't know how it happened. No further complications were reported.